Event description:
A consumer reported that since the day of her intraocular lens (iol) implant surgery, her vision has been blurry and seems out of focus. She reported her surgeon told her to give this some time and it should improve. The consumer reported that the vision seems to be improving, but she still cannot focus at a distance. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).